Manufacturer narrative:
(B)(4).

Event description:
It was reported that the day prior to the report, the patient started charging his device for five minutes and then his body went into a convulsion for two to three minutes. The patient stood up and felt like he was "hit with a bag of ice" and felt very cold. The patient then went to bed and tried to warm up. The patient fell asleep and woke up early morning and all of his lights and computers were on. This had never happened before to the patient and he had not told his health care provider (hcp) about the event. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3487a-56 lot# v396202, implanted: 2010 (B)(6), product type lead product ID, 3487a-56 lot# v396202, implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).